Event description:
(B)(4). I had essure implanted in (B)(6) of 2005 ((B)(6)). Within a month, I was experiencing mood swings, anxiety and depression. Being on (B)(6), I was concerned about going to my doctor for depression meds (I didn't want to be reported to (B)(6) for being "crazy"), but did so by the end of 2005-early 2006, and was prescribed paxil. Within a couple of weeks, I developed a rash on both lower legs (shins), that was incredibly itchy, but painful to scratch. I told my doctor about them, thinking that they might be a side effect of the paxil. He didn't believe the rash was paxil related, and prescribed various creams, that did nothing to help. The rashes took nearly 9 years to clear up, even though I stopped taking the paxil after 2-3 years (I didn't want to be dependent on depression meds for the rest of my life). Since then, I have had maybe 6 months with no rashes on my legs, before it came back, both on my leg and now my lower back. Actually, I am going thru an entire body itching period right now, and it's everything I can do not to scratch and get the rashes inflamed and bright red again. By 2010, I was getting severe headaches and was placed on high blood pressure meds as well as water pills. The bp meds helped the headaches some, but it's still a problem for me, and I get them at least 2-3 times a week. I get painful bloating in my belly, that makes it hard to the touch as well as hard to breathe (quite like being pregnant). I also noticed a marked weakness and tingling and numbness and pain in my hands beginning in (B)(6) 2005, as well as major tiredness/chronic fatigue. There is literally no energy to do anything, and I have always been active and unable to sit still for long. Now I can't get going. Housework has suffered, as well as even the desire to take care of myself, such as bathing, getting dressed, or even brushing my hair and teeth, daily. There are far too many days that I don't even get out of my night clothes, like right now. I have been in my jammies for 2 days straight. In 2010, I noticed a lot of hair in my hair brush. I mean a lot! And my husband started complaining about always finding my hair wrapped around the vacuum roller when he'd vacuum the house. How I don't have patches of baldness I don't know, but my hair has thinned tremendously. After the implants, my periods changed. First they were just extra crampy, then they lasted longer (from 3-5 days to up to 9-10 days. Next was the level of flow increasing to the point of needing 6-8 pads a day, when I had always only needed 1-2. I flow hard and plenty for at least 3-4 days (used to be 1-2 at most), and on those days, I am pretty much bedridden. Now they come sooner and sooner each month (between 3-6 days sooner than the previous month, so many "accidents" have happened), and sometimes I get two periods in a month. I have extreme pain in my left fallopian tube/ovary area when I bend or move "wrong" and during ovulation, and crippling pain will shoot through both ft/o sides frequently, just because it can, at any time of the day/month. I literally can't move until it passes. I also now have breast pain during ovulation and it goes through the entire period. That was something I had only experienced during my many pregnancies before essure. Regular pms has become pmdd, and even I notice how erratic and angry I get during those times, and it scares me. I have tingling and stabbing pains in the vaginal opening, which has progressed to the point that there is no longer sex in my marriage. It hurts, plain and simple, and I no longer want or desire to be touched. This has been so hard on my husband, and I am amazed he has stayed by my side through this particular side effect. And don't get me started on the night sweats! I almost never wake up in the same night clothes I went to bed in. This also has moved to insomnia. I am lucky if I sleep 4 hours a night, because I wake up nearly hourly to go to the bathroom, and can't get back to sleep. I don't think I even dream anymore, because I don't get to sleep long enough to reach rem. And there are frequent daytime "accidents" or leakage. I have about 2 seconds of warning that I need to "go" before I'm dripping on myself and am running as best as I can with my knees together to the nearest bathroom. This happens up to 4-5 times in an hour! The bowels are another story. Always back and forth between constipation and diarhea, rarely normal bowel movements, and I go many times during the day instead of what my previous normal 1-2 a day. I have brain fog, confusion, and forgetfulness. My family teases me that I have alzheimer's, but it's not funny! My husband says I "zone out" and then "jerk" back to now (brain shocks?). I don't remember them, and it's scary to be told I do that. I have an almost constant ringing in my ears and a metallic taste in my mouth. I carry a water bottle with me everywhere I go (including doctor's offices). Also, every joint in my body hurts. I was told I have arthritis in my knees since getting essure, and I'm sure that's what I'd be told if I had the doctor examine and x-ray everything that hurts. I try to get out for walks, but again, the fatigue doesn't let me do much. My skin crawls like bugs are under the skin, my hands shake, I bruise easily, and I get cysts/boils in my armpits and groin region that has left much scarring. I have weight issues. I weigh in the (B)(6) range and it will fluctuate up to 20 lbs. Up or down, but I can't get down past that (B)(6) range, even if I starve myself! My eyesight has deteriorated quite a lot in the last 5 years and I have chronic dry eyes, I have sleep apnea, and heart palpitations. I have also had 4 episodes of kidney stones, one of which put me in the ER. My lower back hurts when I stand more than a few min., and I'm scared I'm going to find out it's degenerative disc disease. My legs will go numb and not hold me up for long, which has seriously reduced my ability to work outside my home (I used to (B)(6)). I have not worked since (B)(6) 2005. I also have frequent heartburn and nausea from out of the blue. This is no way to live! I have been recently diagnosed with fibroids on and polyps in my uterus, and am scheduled for a full hysterectomy on (B)(6) 2016 to remove essure, along with all the rest of my womanly parts.